Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinc for normal follow up, far r-wave was observed on a freeze capture. Programming changes were made successfully. The patient is in stable condition and will be monitored via routine follow ups.